Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. A damaged x-stage cover was confirmed, causing the x-motor to reach maximum torque limits. Replaced x-stage cover and performed a system check. The imaging system is operational. The cover was returned to the manufacturer for evaluation. The part failed visual inspection, scratches and dents on and around the docking pin holes were found. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system x-stage cover was damaged. It was reported that when the gantry was being extended, the cover was binding towards the end of the range of motion. There was no patient present when this issue was identified. No additional details were provided.